Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's neice reported via phone call that the customer experienced low blood glucose. The customer's blood glucose level were 55 mg/dl, 32 mg/dl , 133 mg/dl and 117 mg/dl. Customer reported that the insulin pump had insulin flow block alarm. Customer was treated with glucose. It was unknown if the insulin pump was on auto mode. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.